Event description:
Approximately three weeks post application the patient returned to the doctor's office with two bone screws (located in the humerus) broken at the thread/shaft interface. The screw fragments, remaining screws and fixator were removed.